Event description:
Customer complained about sensor reading discrepancies. Customer reported that the insulin pump has been going into threshold suspend at night. Current blood glucose value is 226 mg/dl and sensor reading is 78 mg/dl. Customer inserts near the bra line. She stated she has noticed bent cannulas on previous sensor. She removed current sensor and cannula was bent. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed continuity resistance test and the sensor passed per specifications, however performed bicarbonate buffer test and the sensor failed due to high readings. The sensor was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.